Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device powered off during monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device powered off during monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The customer notified stryker the issue was resolved and no longer wanted an evaluation. The device was not returned to stryker and remains with the customer. The cause of the reported issue could not be determined.